Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The pump user guide states, "your pump can stop insulin delivery and alert you (or whoever is with you) if there has been no interaction with the pump within a specified period of time. The default for this alarm is preset to 12 hours. You can set it anywhere between 5 and 24 hours, or off. This alarm notifies you that there has been no interaction with the pump in the specified number of hours and the pump will shut down after 60 seconds."

Event description:
It was reported that an auto-off alarm occurred. Tandem technical support reviewed pump logs and confirmed that there had been no interaction with the pump for an extended period. Customer was driven by a family member to the emergency room with high ketones identified as life-threatening by a healthcare provider, "pneumonia and mild heart attack". A blood glucose (bg) level was not provided. Customer was subsequently admitted to the intensive care unit and treated with intravenous fluids of saline and insulin. Customer was discharged approximately 7 days later with the issue resolved and no permanent damage. Date of event is approximate.